Event description:
Procedure type: very low anterior resection. According to the reporter: after the firing of the instrument, leakage from a tearing was detected during the air leakage test. Tearing must have occurred from tight gap between anvil and the instrument during approximation. No bleeding or tissue loss reported. Surgery was extended greater than 30 minutes due to suturing to correct the tear. Pt has been released from the hospital. No further pt details were disclosed.

Manufacturer narrative:
Initial report sent: 1/23/2008.